Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. The result from the customer's meter was 3.7 inr. The result from the laboratory was 2.5 inr. The customer was also tested on the doctor's non-roche meter with a result of 2.5 inr. The result from the customer's meter was taken at the same time as the blood draw and the result from the doctor's meter. All results were within "minutes" of one another. The customer's medication was adjusted based on the laboratory result and the result from the doctor's meter. No other medical treatment was necessary. The customer's therapeutic range is 2.0-3.0 inr. There was no allegation that an adverse event occurred. The customer is in good condition. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer is not taking any new medications, has not had any diet changes, has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 3.3 inr, qc 2: 3.2 inr , qc 3: 3.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 4%.